Event description:
The patient was awakened from a deep sleep by his defibrillator firing. He stated that it did go off sequentially about three or four times within the next 10-15 minutes. He also complained about mid-sternal chest pain after the firing. The patient went to the ER. The device was interrogated and found to have a lead fracture. The lead was explanted and the generator was electively explanted for upgrade. The patient was discharged to home without any complaints. Manufacturer response (as per reporter) for lead, fidelisknown recall